Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Impella 5.5 with smart assist for use during cardiogenic shock. Section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿. ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The physician encountered delivery issues during implantation. Staff was able to achieve left ventricle (lv) access with a with a pigtail and .035 wire. The impella was advanced into the artery, but the doctor was unable to make the turn down the subclavian into the aorta. The doctor removed the 5.5 and retried with a v18 wire for more stiffness. The 5.5 was re-advanced into the artery and was still unable to make the turn down to the aorta. The 5.5 was removed and lv access was lost with the wire. A stiff .035 amplatz wire was then advanced in a ¿single access¿ technique to serve as a buddy wire to help the impella down the tight curve of the subclavian. The impella was then advanced down the ascending and it stopped just before the aortic valve. After several attempts to remove slack, re-advance and pull wire tension, the doctor decided to reopen the chest to manipulate the impella past the aortic valve. Once the chest was open, they quickly manipulated the impella across the valve into an excellent position. The wire was removed and the impella was started on p2. The implant resulted in significant blood loss. The patient was given four units of packed red blood cells and one liter of albumin. The patient remains on impella 5.5 support on the date of this report.

Manufacturer narrative:
The investigation for the access site bleed and the delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the delivery issue most likely was patient condition related as the patient was reported as having a tight curve of the subclavian that they were unable to pass the pump through. The cause of the access site bleeding- major cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided. Added- d6b, h6 impact code 4628 f6/f8 should have been left blank in the initial report. H6-med dev prod code 1250 removed from initial report. H6 component code 4744 removed from initial report.